Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic post cardiac resynchronization therapy defibrillator implant. It was noted that the right atrial lead was dislodged. The lead was repositioned on (B)(6) 2020. The patient was asymptomatic.